Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheter were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2023. During the procedure, the visualization from the spyscope ds ii was lost. A second spyscope ds ii was used, and the same problem occurred. The procedure was not completed due to this event. It was reported that the follow up procedure was successfully completed. The exact date is unknown. There were no patient complications reported as a result of this event.